Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, pressure testing and clear passage testing were performed and passed successfully. A simulated therapy was performed and passed successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one link connector had residual blood inside the cap. The user attempted to flush the device, but the residual blood remained. This occurred during patient connection. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.